Event description:
It was noted that catheter n082755005 was implanted on (B)(6) 2008 and the use before date was (B)(6) 2008.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was later reported that the catheter was released from the manufacturer representative¿s trunk stock and into consignment on (B)(6) 2006.